Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer reported the buttons on the insulin pump are not responding and he was stuck on the rewind loop. Customer blood glucose was 297 mg/dl, treated with insulin pen. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.